Manufacturer narrative:
Tw: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Related to tw: (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable did not work. No harm to patient. There was a delay.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h6, h11. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.